Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother stated that the insulin pump alarmed during the prime process. The piston does not stop. The blood glucose reading is 209 mg/dl. Customer had dropped the insulin pump earlier in the day. The drive support cap is flushed. Advised the caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The initial medical device report was submitted without the description of the event or problem. The following is the reported event or problem: the customer's mother stated that the insulin pump alarmed during the prime process. The piston does not stop. The blood glucose reading is 209 mg/dl. Customer had dropped the insulin pump earlier in the day. The drive support cap is flush. Advised the caller that the insulin pump will be replaced. Nothing further reported.